Event description:
A discordant low positive immulite 2500 stat intact pth was obtained on a pt sample during surgery. Initial result prior to the procedure was in normal range and confirmed with repeated result. Physician questioned the results. The same sample was repeated with high results. Pt's treatment was not altered and there was no report of adverse health consequences due to the discordant intact pth assay result.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of instrument and data did not indicate system error. The cause for the discordant stat intact pth results is unknown. No further eval of the device is required. The instrument is performing within specifications.